Event description:
It was reported that a hair was visible inside of the sterilized product package prior to opening the product. The event occured prior to procedure and no patient was affected. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received with the packaging open, therefore we were unable to confirm presence of a foreign contaminant. There were no anomalies identified during the product record review. Visual evaluation was unable to confirm the customer's report that the package contained a foreign contaminant, therefore no conclusion could be drawn.